Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported the patient had a seizure and fell on (B)(6) 2024, causing the prosthesis to snap due to the assembly screw snapping at the point of proximal and distal stem joint. The patient in question original operation was performed on (B)(6) 2021, and that this prothesis had been in situ for over 3 years. Surgeon planned to keep distal stem in situ, but the distal part of the snapped assembly screw remained in the distal stem. The surgeon attempted to remove the broken screw end from the distal stem threads using a number of drills, without success. Eventually the surgeon resulted to revision of entire prosthesis, using radial osteotomes and a full distal humeral osteotomy to remove the stem. This was extremely well fixed distally. A number of guide wires were used, fired down the canal around the periphery of the distal stem to disrupt the titanium/boney interface. A 3-hour surgical delay occurred.

Manufacturer narrative:
Corrected fields: product long description (d1), product code (d2b), common device name (d2a), manufacturing entity (d3), catalog number (d4), gtin (d4), reporting contact (g1), manufacturing site of device (g1), PMA/510(k) (g4), and device code grid (h6). This device is concomitant and did not contribute to the reported event. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported the patient had a seizure and fell in (B)(6) 2024, causing the prosthesis to snap due to the assembly screw snapping at the point of proximal and distal stem joint. The patient in question original operation was performed in (B)(6) 2021, and that this prothesis had been in situ for over 3 years. Surgeon planned to keep distal stem in situ, but the distal part of the snapped assembly screw remained in the distal stem. The surgeon attempted to remove the broken screw end from the distal stem threads using a number of drills, without success. Eventually the surgeon resulted to revision of entire prosthesis, using radial osteotomes and a full distal humeral osteotomy to remove the stem. This was extremely well fixed distally. A number of guide wires were used, fired down the canal around the periphery of the distal stem to disrupt the titanium/boney interface. A 3-hour surgical delay occurred.